Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not deliver insulin. The blood glucose reading was between 500 and 525 mg/dl. The customer's father stated that the customer had been hospitalized due to an infection, which was unrelated to diabetes. The caller stated that he experienced diabetic ketoacidosis. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.